Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedance measurements. The patient underwent a procedure where the lead was removed and replaced. The procedure was completed successfully with no reported complications.

Manufacturer narrative:
The lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedance measurements. The patient underwent a procedure where the lead was removed and replaced. The procedure was completed successfully with no reported complications.